Event description:
It was reported that there was high impedance. During device replacement, the rv (right ventricular) connector setscrew was unable to hold the lead. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Analysis observed grommet damage, a rounded setscrew socket, and foreign material in the setscrew.